Event description:
Healthcare professional reported that 2 months post med hall valved conduit implant the patient presented at the hospital with intermittent dizziness which occurred only when pt bent over. Testing revealed no problems with the valve or conduit. The patient then developed hypotension and shock. Echo then confirmed poor disc movement. Pt was reoperated and subvalvular tissue was identified as obstructing the valve. The tissue was trimmed and the valve remains implanted.